Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), adverse reaction ("among other symptoms"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, dysmenorrhoea, menorrhagia, adverse reaction, anxiety and depression outcome was unknown. The reporter considered adverse reaction, anxiety, depression, dysmenorrhoea, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Previously administered products included for an unreported indication: ortho novum from 1995 to 2012. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac) and piroxicam (paxil). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), adverse reaction ("among other symptoms"), anxiety ("anxious"), depression ("depressed"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("fallopian tube pain"), back pain ("back pain") and migraine ("migraines") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, uterine leiomyoma and back pain had resolved, the dysmenorrhoea, headache, adverse reaction, anxiety, depression and migraine outcome was unknown and the adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, adverse reaction, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: *following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-jun-2020: pfs received : event outcome for fibroid, bleeding and pain was updated to recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Previously administered products included for an unreported indication: ortho novum from 1995 to 2012. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac) and piroxicam (paxil). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), adverse reaction ("among other symptoms"), anxiety ("anxious"), depression ("depressed"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("fallopian tube pain"), back pain ("back pain") and migraine ("migraines") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, uterine leiomyoma and back pain had resolved, the dysmenorrhoea, headache, adverse reaction, anxiety, depression and migraine outcome was unknown and the adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, adverse reaction, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done.. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac) and piroxicam (paxil). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), adverse reaction ("among other symptoms"), anxiety ("anxious"), depression ("depressed"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("fallopian tube pain"), back pain ("back pain") and migraine ("migraines") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, uterine leiomyoma, adnexa uteri pain and back pain was resolving and the dysmenorrhoea, headache, adverse reaction, anxiety, depression and migraine outcome was unknown. The reporter considered adnexa uteri pain, adverse reaction, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: new events: abnormal bleeding (general)), abnormal bleeding (vaginal), tumor / teratoma / cancer type: fibroid, fallopian tube pain, back pain, migraine were added. Reporter information, concomitant drugs and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.